Event description:
It was reported that saline solution was flushed through the lead prior to implant attempt, which damaged the lead. A bubble was created at the proximal end, and the lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer tubing kinked/buckled; full lead returned and analyzed.